Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type catheter. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving compounded baclofen 4000mcg/ml (unknown dose) via an implantable pump. Indication for use was post spinal cord injury and intractable spasticity. Other medications the patient was taking at time of the event was not obtained and not available. The patient weight and medical history was asked and will not be made available. The date of the event was (B)(6) 2017. It was reported a compromised catheter was suspected. A dye study revealed a fracture in the catheter and accumulation of dye approximately 35 centimeters from the pump. Surgical intervention was planned for a catheter revision but was not yet scheduled. No further action has been taken. The issue was not resolved and patient status was alive - no injury. There were no environmental/external/patient factors that may have led or contributed to the issue. No further complications were reported. On (B)(6) 2017 additional information was received from a healthcare professional (hcp) via a company representative. The patient experienced increased spasticity. A dye study was performed on (B)(6) 2017 and revealed a leak at the connection site of the 8596sc (proximal portion catheter) and the remaining catheter 8709. The physician does not know if the fracture was in the 8596sc or the proximal portion of the remaining 8709 or if the leak is from the connector pin. The catheter revision surgery was scheduled for (B)(6) 2017. On (B)(6) 2017 during a procedure the pump and the 8709 catheter were replaced. It was unknown if the issue was resolved. The 8596sc was explanted and will not be replaced. The pump and catheter were discarded. The patient status was asked but was unknown. The pump was delivering baclofen 4000 mcg/ml; flex dose 22 mcg/ml.